Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual functional indicated no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on review of the file this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's thread came off from the needle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual functional indicated no abnormalities. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's thread came off from the needle.